Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, g4, g7. Additional: h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2018. Concomitant medical products: articular surface ultra congruent; p/n: 00542802316, l/n: 64195594. Gender solutions male; p/n: 00541201702, l/n: 63687408. Nonporous stemmed tibial baseplate; p/n: 630701240, l/n: 63507086. All poly patella; p/n: 00542000802, l/n: 63879950. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04700, 0001822565-2019-04701, 0001822565-2019-04702, 0001822565-2019-04706. Product location is unknown.

Event description:
It was reported that the patient is experiencing pain, swelling, and difficulty walking. Subsequently, a second revision is recommended. However, no revision procedure has been reported to date. No additional patient consequences were reported.